Manufacturer narrative:
After installing battery tester pump alarmed battery out limit due to moisture damage to the battery tube compartment noted. However insulin pump passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid in the past with no moisture visible in insulin pump. Customer's blood glucose level was 89 mg/dl. Customer reported that after the fluid exposure then more or frequent, alarms occurred. Customer reported that the insulin pump was not turn on. Customer reported that the button error alarm was not present in history at or that the time insulin pump was exposed to moisture. Customer reported that the self test results was unknown, insulin pump not powered on. The insulin pump was not able to power on even with a new battery. The insulin pump will be returned for analysis.